Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned to the manufacturer; therefore, a product analysis could not be performed. The root cause is unknown. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that an embolization coil was being placed into the existing coil ball. During repositioning and retraction, the coil detached, leaving approximately 6 cm of undeployed coil in the microcatheter. The detached coil was successfully removed with an alligator retrieval device. There was no patient injury as a result of the issue and the patient has had no adverse symptoms.